Manufacturer narrative:
This product remains in service and has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. It was confirmed that this device met manufacturing specifications prior to distribution and there was no indication that the device manufacturing process contributed to the reported complaint. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of device displays error message was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, the conclusion code unable to exclude device problem was assigned, because the reported observations were traced to the device, but a specific cause could not be determined.

Event description:
It was reported that this device triggered safety mode. Technical services (ts) recommended replacing the device. The device was explanted. No additional adverse patient effects were reported. The device will not be returned as the explant occurred without a boston scientific representative present and the whereabout of the device are unknown.

Event description:
It was reported that this device triggered safety mode. Technical services (ts) recommended replacing the device. The device remains implanted to date. No adverse patient effects were reported.

Manufacturer narrative:
This product remains in service and has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. It was confirmed that this device met manufacturing specifications prior to distribution and there was no indication that the device manufacturing process contributed to the reported complaint. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of device displays error message was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, the conclusion code unable to exclude device problem was assigned, because the reported observations were traced to the device, but a specific cause could not be determined.

Event description:
It was reported that this device triggered safety mode. Technical services (ts) recommended replacing the device. The device remains implanted to date. No adverse patient effects were reported.

Manufacturer narrative:
This product remains in service and has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. It was confirmed that this device met manufacturing specifications prior to distribution and there was no indication that the device manufacturing process contributed to the reported complaint. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of device displays error message was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, the conclusion code unable to exclude device problem was assigned, because the reported observations were traced to the device, but a specific cause could not be determined.

Event description:
It was reported that this device triggered safety mode. Technical services (ts) recommended replacing the device. The device was explanted. No additional adverse patient effects were reported.